Manufacturer narrative:
H3 and h6: a philips clinical application specialist (cap) went to the customer site. Per the customer, the incident occurred on (B)(6) 2019 at 22:15 on bed 30t1bitz; the customer was looking for an explanation of the acoustic alarm incident. The cap worked with the customer medical technology department, and the following alarm situations were checked on the affected monitor by means of a simulator. During the simulation, all alarms were correctly (visually and audibly) conveyed to the bedside monitor, to the monitoring control center (philips information center ix; pic ix), and to careassist. The cap reviewed the pic ix audit file, and saw that the asystole alarm was triggered at the specified time of 22:15, and that the alarms were acknowledged or paused on the control center, as well as the bedside. The cap then noted that the spo2 alarms were deactivated on this bed on (B)(6) 2019 around 14:00 and not activated anymore until the incident. There was no product malfunction; this is a user issue, as the alarms were seen to have ben activated, and silenced, for the reported asystole alarm. This information was provided to the customer. The device remains in use at the customer site. No subsequent calls have been logged for this device/issue. No further investigation or action is warranted at this time. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
A follow up report will be submitted once the investigation is complete. Date of incident has been requested, not available at time of report. (B)(6).

Event description:
The customer alleged that there was an asystole alarm issue and the patient had to be resuscitated.